Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device will not power on despite new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event

Manufacturer narrative:
The device was replaced under warranty and returned to the stryker product assessment center (pac) for evaluation. The pac technician could not duplicate the issue. The root cause could not be determined. The device was archived by stryker.

Event description:
The customer contacted stryker to report their device will not power on despite new battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event